Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed self test. No audio/vibrate or display anomaly noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, all buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their buttons slow to respond and take multiple presses. The customer¿s blood glucose level was unknown. The customer also reported that rewind taking longer, scratches on pump, buttons acting erratically and are worn out, backlight dimmer, alarm volume decreased, pump pressure not as strong on bolus and causing more occluded lines. The insulin pump will not be returned for analysis.